Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased tsh results on 2 patients. The results provided were: on (B)(6) 2015 pt#1 = <0.01uiu/ml / repeated on (B)(6) 2015 = <0.01 / sent to reference lab = 1.23 (normal range 0.3-4.0); pt#2 on (B)(6) 2016 = <0.01 / sent to reference lab = 0.87. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, accuracy testing, and a review of labeling. A search of complaints determined that there is no unusual activity and there was no trend for the issue for lot 55949ui00. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 55949ui00. All replicates met acceptance criteria and the testing passed. A review of manufacturing records did not identify any issues during the making of lot 55949ui00. Labeling was reviewed and found to adequately address the customer's issue. The tsh assay results must be evaluated with other thyroid tests and the patient's clinical condition. Based on this investigation, no malfunction or product deficiency have been identified associated with architect tsh (B)(4) lot 55949ui00. This evaluation has determined that the architect tsh assay is performing as intended.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended.